Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior, weight to the spec and brown biological tissue. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Creases are observed but have no relationship with manufacturing. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional confirmed capsular contracture as baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Physician reported " contracture/encapsulation of prosthesis" device has been explanted. This relates to the right side.